Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. There was a breakage on the probe tubing near the proximal end where the braze joint is located. A review of DHR records provides no indication that manufacturing processes contributed to the failure. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Fracture of the probe is often a result of user mishandling during use. The probe must be kept concentric to the endoscope's instrument channel while active to prevent the introduction of unnecessary torque on the probe. If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The sales representative confirmed that the device will be returned to olympus for evaluation. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus representative reported that a probe broke close to the transducer. The issue was found during a therapeutic procedure. No patient injury was reported. No additional information has been obtained.